Event description:
Customer stated that their meter has gone on the fritz. They stated that it will only show half of the numbers - only the top half of the numbers were showing. A review of the system was conducted over the phone. During this review the complaint could not be duplicated. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.